Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back stating the device had not been on for 1.5 year. Pt always had issues. Pt now needs to have an MRI. Pt was scheduled to have an MRI today but could not get to the MRI mode. Pt said they were very aggravated with the machine. Reviewed ins needs to be charged in order to go into MRI mode. Pt already charged the controller. Had pt use the controller. Pt was able to get to normal charging screen with excellent recharge quality. Reviewed to keep charging. Attempted to make an outbound call later on to assist with MRI mode. Pt did not answer. Left a vm.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had surgery last year sometime over a year ago and after that they hadn't used the implanted neurostimulator (ins) at all. Pt said that just recently, like two weeks or three weeks ago ((B)(6) 2024), they started using the ins to see if their pain would be relieved at all. Pt said that they believed the ins was implanted to alleviate foot pain that was coming from their back. Pt said that they went to their pain management specialist yesterday, and that hcp told them to call ps to schedule an appt with a manufacturer representative (rep) for ins reprogramming. Pt said that the ins was placed right on their bone and that they didn't want to have the ins re-done in another surgery. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. The pt stated their implanting physician was atrocious and they would not go back to that doctor.  The pt said that hcp told them it took 10 hours to implant the ins due to scar tissue. When asked for the event date, pt just reiterated when they had their surgery over a year ago. Pt said that they were in a lot of pain and that they went through physical therapy and rehab after the surgery and they were doing well but then they got a bad stomach issue that put them back to not feeling good or being able to do anything. Pt said that then they had something wrong with their esophagus and after 7 days of being in the hospital without any kind of movement, they then got covid while they were in the hospital. Pt said that it was a good three months that they couldn't do anything. Pt said that their back was better from the surgery but they had been having a lot of pain.